Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient¿s caregiver requested to remove the ilet pump for the night after the patient had been pausing the ilet during the day and had already administered multiple daily injections with the user's reported blood glucose of 200 mg/dl. The caregiver was provided instructions for pump removal and backup therapy with subcutaneous insulin. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component implicated. Symptoms agitation associated with hyperglycemia. Outcomes included no reported health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.